Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an email was received to report successive incidents that occurred at the maternity ward of our hospital center with 2 indwelling biocath® foley catheters, ref. (B)(4). The catheters were functional for 24-48 hours after insertion, then there was no more flow, and the bladder was in retention, necessitating catheter removal for urine drainage. After removal, no kinking was observed; the tubing and balloon were permeable and functional. Attempts to manipulate the collection bag prior to removal were also ineffective in emptying the bladder. No device has been retained to date. For one of the catheters, information provided for identification: ref. (B)(4), and number 5ec087 noted on the catheter ring. No data was available for the second. No further information was available at our level to date. Per follow up information received via rcc on 12feb2026, stated that they do not have any batch numbers transmitted by the service, nor the exact date of the 2 events. The number transmitted corresponds to the number written on the ring at the level of the double channels of the probe. The 2 patients experienced discomfort and pain due to the non-evacuation of urine, which was resolved to remove the catheters.